Manufacturer narrative:
Related components of device system: model number/ catalog number: 72402970, serial number: n/a, batch/ lot number: 451157018, model/ catalog description: reservoir 65 ml iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to, according to the patient, the ipp stopped working a few months ago. The device was removed and it was found that the reservoir had a hole resulting in fluid loss and an aneurysm in the left cylinder. A new ipp was implanted. The patient had a good outcome with no further complications.